Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and completed all testing for performance and safety and was unable to duplicate any error/failure. In addition, there were no failure messages in the logs. However, the fse observed that the safety disk was due for replacement per cycle usage, and the fse ordered and replaced the safety disk and tested the iabp to factory specifications. The iabp was approved for clinical use and returned to the customer.

Event description:
Customer reported that the intra-aortic balloon pump (iabp) shut down on a patient. No adverse event was reported.